Event description:
It was reported by the physician, an angio-seal was used following a percutaneous procedure. The predeployment angiogram revealed the puncture location to be in the superficial femoral artery (sfa). Event thought the location was the sfa, the angio-seal was deployed. The physician reported the entire angio-seal device was deployed intra-arterial. The patient went to surgery and the collagen in the femoral artery was removed. No further complications were reported the event date was implant date are week specific.

Manufacturer narrative:
No product was returned for evaluation. Review of the device review history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device if there is suspicion that the introducer has been placed through the superficial femoral artery and into the profunda femoris. Collagen deposition into the superficial femoral artery could result, which may reduce the blood flow through the vessel. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.